Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. An investigation was conducted on (B)(6) 2019. A visual inspection was conducted. Signs of clinical use and slight evidence of blood and charred tissue was observed on the jaws and the heater wire. The heater wire was observed to be slightly flexed away from the hot jaw, but remained attached at the base and tip of the hot jaw. The silicone insulation on the hot jaw was observed to be slightly cracked from the middle of the hot jaw to the tip of the hot jaw. The silicone on the cold jaw was observed to be discolored along the length of the cold jaw. No other visual defects were observed. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 5 times while the cable connections were manipulated with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. Based on the results of the evaluation, the reported failure ¿self activation or keying¿ was unable to be confirmed, but the analyzed failure modes "material twisted /bent; wire", "thermal decomposition of device" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro stayed activated after they took their finger off the trigger. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro stayed activated after they took their finger off the trigger. A replacement device was used to complete the procedure. The hospital did not report any patient effects.